Event description:
It was reported that the t: slim x2 pump battery was not charging, despite using the appropriate tandem charging cable and wall adapter. Initially, using a different wall adapter resolved the issue, but later the caller indicated that the pump did not charge with replacement supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.